Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on the bus. A field service engineer arrived at the station to recover storage space. Observed that drawers 1.1 and 1.2 were not on the bus and could not be recovered. Examined connections, reseated robust cables and connectors, and cleaned/reviewed retractor bands. Used the test utility to eject cubies; no obvious signs of damage were found, and controllers were functioning properly. A tablet was discovered underneath a cubie in drawer 1.1 d5. Completed drawer tests in the utility, which passed successfully. Escort inventory was performed, and uncontrolled medications in the drawers were verified successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers 1.1 and 1.2 were not detected on bus. All the cubies in the drawers were not detected on the bus. The device was restarted, but additional cubies subsequently failed. Customer stated that drawers were in maintenance mode and did not allow recovery. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.